Manufacturer narrative:
(B)(4) . Date sent: 7/16/2024 d4: batch # 413c87 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc60a device was returned with the anvil bent upwards, the closing trigger in closed position and the firing trigger seized halfway and with an gst60w reload loaded on the device. The reload was received fully fired with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 413c87, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, staple gun had a safety lock out. Even when a new reload was used, the gun still would not fire. The surgery was not delayed and they opened a new j&j device to complete the procedure successfully. No fragments were generated and no patient consequences were reported.